Manufacturer narrative:
The returned device presented a failed pusher body to shaft nylon joint bond, bent vessel locator wings, a displaced safety release button/rod assembly and twisted/displaced pusher tube fingers. The root causes for both, the displaced safety release button/rod assembly and the twisted pusher tube fingers were traced to the users technique of improper device manipulation, which lead to the observed damaged and displaced components. The root causes for the observed failed joint bond and bent vessel locator wings were not determined.

Event description:
Device malfunction: difficult to remove. Symptom/ae: none. Time of malfunction: during procedure. It was reported that after a trained physician attempted an arteriotomy closure using a starclose device following an unspecified procedure, the device was difficult to remove. The physician pulled the device free and achieved hemostasis using a non-abbott device and manual compression. There were no pt adverse effects reported. No additional information is available.